Event description:
It was reported that patient is deceased as of 2020. No cause of death was reported and no obituary could be found. The exact date of death is unknown. (B)(6) 2020 will be used as event date placeholder until further information is obtained. It is unknown if the device was ever explanted. Death certificate was attempted to be obtained online through cdc.gov however was determined that payment was required to obtain the information. Attempts to obtain the information needed will be made through the physician and funeral home as part of the investigation. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.